Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not going to be returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Section d information references the main component of the system. Another relevant device is: product ID: [enveor-n-us], serial/lot [(B)(4)], use by date [2019-07-06], UDI [(B)(4)]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a depth of 4 mm. Upon backing out the delivery catheter system (dcs), the nose cone appeared to bump the bottom edge of the valve and the valve dislodged out into the sinus of valsalva (sov). The valve was snared to the sinotubular junction and a second valve was implanted successfully. No adverse patient effects were reported.